Manufacturer narrative:
It was reported that the patient underwent a surgical procedure for abdominal hernia repair on (B)(6) 2009 and a mesh was implanted. It was reported that following the surgery the patient experienced lesions, septic infections and damage to his intestines and other organs. He had to undergo further surgeries including partial removal of his intestines and colostomy surgery. (B)(4).

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was used. The patient developed an infection. No additional information has been provided.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.